Event description:
Information was received indicating that a smiths medical trachs were implicated in having leaks in the cuffs in the following event. Trach was inserted in july. Patient went home in september and in one month, patient has gone through 3 trachs due to leaks in the cuff. One trach lasted 24 hours, one lasted 3 days and the other lasted a week. After the removal of all 3 trachs, it was observed that each one had the same exact pinhole leak. There were no reported adverse events.